Event description:
It was reported that balloon rupture occurred. The patient presented with ischemic heart disease. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced and crossed the lesion for dilatation. However, during the second inflation at 10 atmospheres, the balloon ruptured. The device was removed and replaced with a 10mm x 3.00mm wolverine coronary cutting balloon monorail was advanced; but the device had difficulty crossing the lesion. When the hand base part was pushed, the shaft got kinked. The device was replaced with another 10mm x 3.00mm wolverine coronary cutting balloon monorail which crossed the lesion along with an extension catheter. However, during the initial inflation at 8 atmospheres, the balloon ruptured. The devices were all removed safely from the patient. The procedure was completed with a different device. No patient complications nor injuries were reported.